Event description:
The reporter did back to back blood glucose testing, one after the other, using different finger sticks and strips for first two results of 192 and 343 mg/dl. Rptr then re-inserted the second strip, and got a 425 result. Rptr did not have any symptoms. Rptr stated that the strips had a green confirmation dot and the meter/strip codes did not match ok. Rptr also had never cleaned the meter. Control solution testing was not done due to lack of supplies. No harm was alleged.